Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient had inaccurate blood sugar readings. No additional event or patient information is available. No product was returned for evaluation. Data was provided for investigation. The problem was confirmed. The root cause could not be determined post investigation.